Event description:
Reporter stated the cartridge leaked insulin when the customer primed the infusion set. No adverse event was reported. The alleged product was discarded and will not be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.